Event description:
A caller reported experiencing a cgm error 42 with their device. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process. Following the reset, the pump did not display the error code again, and the caller successfully started their sensor session.